Event description:
Literature citation: paglianiti, donato antonio, et al., (26 march, 2024). Coronary obstruction during tavi procedure: when calcification distribution matters. Cardiovascular revascularization medicine, doi:http://dx.doi.org/10.1016/j.carrev.2024.03.028. It was reported that stenting of the left coronary artery occurred. Procedure summary. The patient's native aortic annulus measured 77mm in diameter and a mean sinus of valsalva of 31mm in diameter. The native aortic leaflets contained severe calcification, particularly involving the free margin of the left coronary cusp. The left coronary artery (lca) height measured 10.5mm. Pre-procedural coronary angiography did not detect coronary artery disease. The patient had severe aortic valve stenosis. Considering the calcification distribution and lca height, upfront guidewire-based lca protection was planned. Balloon aortic valvuloplasty (bav) was performed with a 20 x 40mm non-boston scientific balloon catheter. Concomitant angiography obtained during maximal balloon inflation, showed a close relationship between the pinned-up bulky leaflet calcification and the lca, without causing coronary occlusion. The decision was made to improve coronary protection by positioning a guide-catheter extension. A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 tf ds was advanced into position. The size medium acurate neo2 valve opened normally with deployment. Post-dilation was performed and there was no significant paravalvular leak. Aortography revealed the prolapse of native calcified leaflet into the lca ostium but without coronary flow impairment. Intravascular ultrasound (ivus) assessment confirmed the eversion of the bulky calcification into the coronary ostium, potentially predisposing to a delayed coronary occlusion. Therefore, a xd 3.5 x 48mm synergy stent was implanted in the lca. After performance of proximal stent optimization with a 5mm balloon, strut fracture was observed at the proximal segment where the bulky calcification was. A second, 5.0 x 20mm megatron stent was implanted in a chimney fashion. The external compression of calcified leaflet led to acute stent recoil with subsequent moderate stent under expansion, although coronary perfusion was preserved. Patient status. The patient's hospital stay was uneventful, and the patient was discharged three days later.

Manufacturer narrative:
Date of event: 03/01/2024 used as actual date of event is unknown.